Event description:
During evaluation by a resmed authorized third party service center, an astral device displayed an error message (sf179) related to the super capacitor and failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Visual inspection of the main circuit board revealed a leaky super capacitor. The main circuit board was replaced to address the reported complaint. The device was serviced and tested before returned to the customer. Resmed reference#: (B)(4).